Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the customer.

Event description:
The manufacturer received information alleging a bipap vision emitted a noise and smoke while in patient use. There was no report of patient harm or injury. It was reported to the manufacturer that the bipap vision allegedly emitted noise and smoke and shut down. The device was removed from the patient without incident. The reporting facility stated the smoke may have been caused by the battery venting. The manufacturer is unable to determine if the correct battery was installed into the device. The manufacturer is unable to investigate the device as it was reported to the manufacturer that the customer scrapped the bipap vision. The manufacturer concludes the device was scrapped by the customer and is no longer available for investigation. There was no report of patient harm or injury.